Event description:
The customer reported they received an error code just before the procedure was to begin. The pt was under general anesthesia when the error code occurred. During boot-up the unit functioned correctly, but once the error code was received the first time, each re-boot of the console displayed the error code. The pt was awakened from general anesthesia and was okay. The case was cancelled and the pt was moved to another facility to perform the surgery. There was no pt injury.

Manufacturer narrative:
The territory manager examined the system, but could not duplicate the reported problem. The error code was found in the event log. The power supply and cpu battery were replaced. The power supply was sent in house for eval. The resistance was measured across the fuses and it passed. The power supply was tested and the +24 vdc was below specification. The power supply was installed into the hot bed tester. No error codes were displayed upon power up. A posterior cassette was primed and a 2500 probe was used for testing with no error codes displayed. The console was left on for two hours and no error codes were displayed throughout that time. Although the error code was not displayed on the console, the root cause for the customer's reported event was due to the power supply having the +24 vdc voltage be out of specification. A review of complaint trend indicates no adverse trends for the reported complaint related to the error code for the last 36 months, although the error code has shown a slight increase in 2007 and 2008. A review of service data determined symptom code has no adverse trends over the last 36 months. This report mailed in to FDA on: 2/23/2008.